Manufacturer narrative:
Added zip code: e1. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 4 open pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch, there are no units in stock. Received four open samples (only the second pack is opened). All open samples received have the first pack sealed to second pack in the 4th sealing, as can be seen on enclosed picture. This defect took place in the welding machine and these units were not sorted out by the personnel involved in this process. Final conclusion: taking into account that the open samples received does not fulfill the specifications, it is concluded that the complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: denmark. The inner package stick to the plast foil so it´s not possible to "throw" it to and on the sterile table.